Event description:
Customer received a result of 26.1 mmol/l on the mobile system and a result of 8.6 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 491899, expiration date 02/28/2015). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.